Manufacturer narrative:
(B)(4). Concomitant medical products: 00630506028 polyethylene liner 60072262; 00801802801 femoral head 60109698; 00784501500 femoral stem 60053910. Event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital will not release the implant. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0002648920-2019-00250, 0001822565-2019-01435.

Event description:
It was reported that a patient underwent a hip arthroplasty revision due to increased polyethylene wear causing localized tissue response approximately 15 years post implantation. No additional patient consequences were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of radiographs. Review of x-rays demonstrated vertical orientation of the lacetabular shell with an acetabular inclination angle of 70 degrees. Asymmetic positioning of the femoral head was identified within the shell, indicated wear of the poly liner. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.